Event description:
As reported, the plug of a 5f mynx control was found to be in the popliteal artery two hours after the deployment. A second procedure (pta) had to be done and the plug was aspirated. Also noted by the physician, the patients anatomy could have contributed to the problem. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2115301 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f mynx control was found to be in the popliteal artery two hours after the deployment. A second procedure (pta) had to be done and the plug was aspirated. Also noted by the physician, the patients anatomy could have contributed to the problem. The device will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts were made.

Manufacturer narrative:
After further review of additional information received. As reported, the plug of a 5f mynx control was found to be in the popliteal artery two hours after the deployment. A second procedure (pta) had to be done and the plug was aspirated. Also noted by the physician, the patients anatomy could have contributed to the problem. The device will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts were made. The product was not returned for analysis. A product history review of lot f2115301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ sealant inaccurate placement (intravascular)¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Review of the information provided suggests that patient and/or procedural factors may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline in order to visualize the balloon while pulling back to the arteriotomy and to ensure that the balloon properly abuts the arteriotomy. Do not use 100% contrast solution as this will impact balloon inflation / deflation. Confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture. The IFU also instructs that during positioning of the balloon: grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. During deployment: while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Neither the phr nor the information available suggests that there is a design or manufacturing related cause for the reported events; therefore, no corrective/preventive action will be taken at this time.